Manufacturer narrative:
The ge representative performed an on site investigation. The voltage setting was increased to the power supply. The system was then found to be operating as intended.

Event description:
The customer reported that the system is rebooting independently. No report of patient injury.